Manufacturer narrative:
This emdr represents supplemental report # (B)(4) for previously submitted MDR number 2210968-2019-78783, subject of a litigation complaint summary exemption no. E2013037. The referenced exemption was revoked effective may 15, 2019. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2013 and tvt-abbrevo was implanted. It. Reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that following the procedure the patient experienced adhesion. It was reported that the patient underwent a removal of the mesh on (B)(6) 2016. It was reported that the patient underwent another revision on (B)(6) 2017 due to chronic pelvic pain and vaginal banding. It was also reported that following the revision that the patient experienced chronic cystitis and foreign body in the bladder. No additional information was provided.